Event description:
It was reported that an implantable cardiac monitor (lnq22) was involved in an event where the patient experienced symptoms of asystole and dizziness. There was a data collection issue related to the default carealerts settings in carelink, which led to symptomatic events and pause episodes being missed or not seen. The customer was unaware that the reason for monitoring was set to "other," which excluded these episodes from triggering an alert report. The carealerts have since been updated to reflect the clinic's preferences for future alerts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.